Manufacturer narrative:
A ge service representative performed an onsite investigation. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the collimator closed down and would not re-open. This resulted in a loss of system functionality. There is no report of a patient injury or death associated with this event.